Event description:
It was reported that during the gastric bypass procedure, on the 2nd firing with the grey cartridge, misfired at proximal end of staple line i.e. Malformed. A new device opened and procedure completed w/o further incident. No pt consequence. The device will be returned.